Event description:
During an acl (btb) surgery, the surgeon drilled the tunnel, tapped and during insertion of the screw (about 3/4 inserted) the matryx screw broke at the proximal end down the middle and cracked into fragments. A ronjair was used to remove the fragments but the surgeon is unsure if all fragments were removed. The surgery was completed with a competitive product and there is no known injury to the patient but this added delay to the procedure.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: an investigation for this reported problem is unable to be completed, as the product is not expected for return.